Manufacturer narrative:
The reported pump stoppage event was confirmed through the evaluation of the submitted system controller log file; however, a specific cause for the reported event could not be determined conclusively through this evaluation. The center submitted a log file dated from 810 days 9 hours 29 minutes to 810 days 20 hours 49 minutes for review. It should be noted that at 810 days 9 hours 26 minutes, the pump speed briefly dropped to zero rpm, resulting in low speed/low flow hazard alarms. The system controller was supported by batteries at this time. The event lasted for less than one minute, and the pump resumed operation at the set speed after the event. There were no other unusual events noted in the event history. Based on previous complaint experience, the event appeared to be consistent with potential percutaneous lead issues. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 5 years, 2 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient's spouse performed a system controller change due to an unidentified alarm occurring on the lvad system. There were no reported alarms prior or since, and the patient was without symptoms before, during or after the event. A log file reviewed by the manufacturer's technical service representative confirmed a pump stoppage event while connected to the battery power. The cause of the pump stoppage was unknown. Initial analysis of the controller log file did not indicate a driveline disconnect. There were no other unusual events noted in the event history prior to the reported system controller exchange. The patient was reported as being asymptomatic. No additional information was provided.